Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a tibia fracture and was implanted with a cannulated tibial nail, two 5.0mm locking bolt, accompanied with a large fragment l-plate and two 6.5mm cancellous screws on an unknown date. Patient developed a malunion and one of the 5.0mm locking bolts was reported as broken. It is unknown as to when the broken locking bolt was discovered. Patient underwent an osteotomy correction with osteotome on (B)(6) 2016. All hardware was removed except for the proximal 5.0mm locking bolt. The medial segment of the proximal 5.0mm locking bolt remained in the patient. The large fragment l-plate and 6.5mm cancellous screws were removed with a large fragment screwdriver. The proximal and distal 5.0mm locking bolts were removed from the cannulated tibial nail using a screw removal set. The cannulated tibial nail was removed with shukla xtract-all knee system. The primary fixation of the revision surgery included insertion of a small fragment plate and four screws. The secondary fixation of the revision surgery included insertion of an ex tibial nail and three proximal screws. Upon nail insertion, the driving cap broke at the thread interface on the insertion handle anterior hole. A portion of the driving cap remains lodged in the insertion handle. No fragments were left in patient. The remaining threads were threaded into the posterior hole to finish nail insertion. There was no delay in surgery and no additional medical intervention. Planned x-rays were taken on (B)(6) 2016 to remove a portion of the broken proximal 5.0mm locking bolt. The revision surgery was completed successfully. This complaint involves one devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Manufacturing site: (B)(4). Manufacturing date: october 12, 2015. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the driving cap shows regular use, with hammer marks and gouges on the head of the device consistent with high impact force. The driving cap was returned with the tip broken off. The threaded portion of the driving cap has sheared off and was returned stuck into the insertion handle. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The instrument is used during femoral and tibial nail implantations and proper use and maintenance are addressed in several technique guides. The returned device is multi use and is used for implanted nails. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Event date of (B)(6) 2016 and unknown were reported on the initial medwatch; (B)(6) 2016 is correct event date. Date received by manufacturer: initially reported as april 06, 2016; should have been april 05, 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is for the broken driving cap intra-operatively. This complaint is linked to complaint (B)(4) which captures the broken implant.